Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified creases, yellow particles in device inner surface, white particles (calcification-like) in device outer surface and one linear opening. Leak test and microscopic analysis was performed which identified one sharp opening. A dimension measurement of the shell was performed which identified the thickness to be within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one sharp opening assessed as unidentified(tear) opening.

Event description:
Device was explanted.

Event description:
Health professional reported left side deflation. Device was explanted.